Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd ( manufacturer ) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Red status indicator.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 500p from heartsine technologies, on (B)(6) 2013. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2013 and that it had performed to specification up to the (B)(6) 2016. The returned pad-pak was measured and was found to be significantly depleted. Upon further investigation, a battery cell appeared to have vented with electrolyte observed around the top edge of it. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.